Event description:
It was reported that on "(B)(6) 2002 the patient underwent a l4-l5 and l5-s1 anterior discectomy with fusion and l4 posterior fusion in which infuse was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the infuse was implanted. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.